Manufacturer narrative:
Concomitant medical devices: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported the implant had not been as effective as the trial. When the patient turned her head a certain way, she either lost stimulation or it electrocuted her. It was noted the patient took narcotics including gabapentin and morphine. The stimulation covered approximately 50% of the original symptoms. The patient had reprogramming completed twice. At the most recent session, the manufacturer's representative stated no further reprogramming could be done to help because the lead placement may be a factor. The patient mentioned making several adjustments herself since implant. There was dissatisfaction with therapeutic effect and the stimulation changed when turning her head since implant. It was noted the patient was dismissed from her previous doctor because she had gotten medication from a different doctor regarding a bone-on-bone hip. Relevant medical history included cervical radiculopathy and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.